Event description:
It was reported that (1) device was used during a splenectomy. It was reported by the rep that the clip did not close during the procedure. The case was completed by using another instrument. There was no consequence to the pt.